Event description:
The patient experienced a return of symptoms in (B)(6) 2008 - she was in "a ton of pain". At refill all 18ml of drug remained in the reservoir. X-ray revealed that a piece of catheter had broken off into the intrathecal space. Both the catheter and pump were replaced and a 1/2 inch piece of catheter remained in the intrathecal space. Further information is being requested from the hcp.

Manufacturer narrative:
(B)(4) .